Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit was shutting off on its own. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: it was provided by a field service engineer (fse) on 02/22/2023 that the repair was performed and the unit was returned to service wit no restrictions. To complete the repair, it was required to replace the power management (pm) printed circuit board assembly (pcba). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.